Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system displayed "flood in primary vacuum accumulator" and "waste exit sump not draining at all" errors with leak from the waste exit sump. Customer reported that erroneous results were not generated.there was no report of any adverse event or injury requiring medical intervention or patient treatment.customer reported that the customer's bio med engineer corrected the problem but the customer does not know what the bio med engineer did to fix the leak.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).